Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive power connections, backplane power connections and fuse connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently froze and locked up. No patient serious injury or death was reported related to this event.